Event description:
The customer reported a few drops of clear fluid leaked from the probe of a coulter lh 500 hematology analyzer while processing patient samples. The leak was not contained within the instrument. The customer also reported the instrument had an issue with its pressure (30-psi), which needed adjusting on a regular basis. The instrument operator was wearing gloves when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the instrument's probe rinse block (rb1) was misaligned; the fse aligned the rinse block to the probe hole and the leak was resolved. The fse observed the instrument pressure (30-psi) during system test was correct and stable, but noted the vacuum was out of range. The vacuum lines were flushed and the vacuum trap (fl1) o-ring was replaced; afterward, the vacuum was within the recommended acceptable range. The instrument was verified to meet the specified requirements per established procedures. (B)(4).